Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor) was confirmed. Upon evaluation, the belt receptacle was pulled from the j1001 connector. The root cause of the loose receptacle is excessive force placed at the receptacle. There was no death or adverse event associated with the monitor malfunction.

Event description:
04/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged.